Event description:
Device 1 of 3. Reference MFR report #s 1627487-2012-00507 and 16927487-2012-00508. It was reported high impedance readings were observed on one of the pt's (B)(6) leads. X-rays were taken for further evaluation, but not visual anomalies were noted with either the leads or the extensions. Attempts to resolve this matter via reprogramming have been unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.